Event description:
User facility medwatch report received that states, "event desc: perclose proglide suture medicated closure system, size 6f did not deploy correctly. The surgeon stated it was faulty. New proglide was used without further incident. Customer report source contacted and additional incident details requested, but have not yet been provided.

Manufacturer narrative:
The device is expected to be returned for eval. It has not yet been received.